Manufacturer narrative:
The sample was collected in a 4ml edta vacutainer tube and sampled within 3-4 minutes after being drawn. The specimen was stored at room temperature. Qc was run before the event and results recovered within assay range. A field service engineer (fse) was dispatched: the fse bleached the system and set aims. The fse verified the instrument. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high hemoglobin (hgb), wbc, rbc, and plt results generated by the coulter ac-t diff 2 analyzer for one patient. The specimen was re-tested and repeated results were lower for all parameters. The erroneous results were not reported out of the lab. Based on the available information, patient treatment was not affected.